Event description:
The data reduction program written for a specific automated microtiter plate instrument (omni instrument with medusa software; diasorin part 15794) was found to be faulty. This program is used to calculate the cut-off value for the diasorin eti-ha-igmk plus assay (diasorin part p001925). The assay is intended for use in the qualitative determination of igm antibody to hepatitis a virus in human serum or plasma. Pt results are determine relative to the calculated cut-off value. As a result of the faulty programming, incorrect cut-off values were calculated causing the potential misinterpretation of low positive pt samples as non-reactive (false negative). The incorrect programming was introduced during software reconfiguration and affected a total of six clinical laboratories. Of these six labs, only three were using the eti-ha-igmk plus assay to report pt results. All six labs corrected the programming error between in june 2002. For the three labs reporting results, the dates on which the error was introduced were determined from service records or instrument installation dates. These labs were advised to review their test data for the period of 3 days in june 2002. The professional consulted for the health risk assessment indicated that intervention might still be appropriate for false negative results during this period. All three labs reported that no false negative results were generated in the specified period. For the period in 2001 through 2002, approximately 71 pt samples from one laboratory were affected by this malfunction. Data from the other laboratories are unavailable at this time.